Manufacturer narrative:
One unopened knife, in a blister, in a bag was received for the report of does not cut, have to take stand-alone knives instead. Sample was visually inspected and found to be conforming. Functional penetration testing was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened sample was found to be visually and functionally conforming, therefore knife does not cut as described in the complaint was not confirmed. However since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned the exact root cause for this complaint is unknown; however a nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgeries the ophthalmic knifes were not cutting. The surgeries were completed by using another stand-alone knives. Patient impact was not reported. Additional information received upon follow up stating that the knives came into contact with the patient eyes, without impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).